Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause is interruptions in communication between ipp and vup. Any component between ipp and vup could be affected: ip-esm, ip motherboard, vu to ip cable, vu motherboard, vu-esm. In this case the vu- and ip-esm boards were replaced to solve the problem. There was no patient or user harm reported.

Event description:
Dear sven this unit alatmed with tf9937 we could not recover the problem.